Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a prostatectomy robotic laparoscopic procedure, at the time of dissection, there was a high-priority alarm on the monopolar curved shears (mcs), causing the instrument to become disabled from the sterilie interface module (sim) and loss of tele-operation.the mcs was removed using broken instrument protocol, reattach and reinserted in the patient. The procedure was then continued. There was no injury to the patient.